Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing endcap sticker.

Event description:
Customer reported a keypad anomaly on the insulin pump. Customer stated that after wearing the insulin pump against the skin, the device ramped up without the customer's input, and that the buttons became unresponsive. The customer's reported blood glucose value was 180 mg/dl. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.